Event description:
It was reported from the patient that post implant of this mitral cg future annuloplasty band, a transcatheter valve was placed in the mitral position. The reason for replacement was not reported. It was indicated that the patient experienced mitral regurgitation as it was stated by the patient that their "heart was bleeding profusely following the repair" and had to be fixed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b.5: event description. H.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that they had not been feeling good after the procedure, and they had hemolytic anemia post implant of the annuloplasty band. Multiple blood transfusions were performed. It was further reported that the band had paravalvular leak. No additional adverse patient effects were reported.